Event description:
The customer contacted stryker to report that an event code is logged in the memory of their device that indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy board and updated the software to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed therapy board and a short circuit in h-bridge q8 was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that an event code is logged in the memory of their device that indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.